Event description:
On 21-mar-2026 the reporter reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of unknown following unknown user action. The user was transported to the hospital by a caregiver where the user was diagnosed in a diabetic coma and treated with unknown treatment and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. Upon review of the available data, no device malfunction alerts, motor errors, or factory reset events were identified. The ilet was observed to be functioning as intended, with insulin delivery requests occurring at regular intervals and appropriate responses to cgm glucose values. Alerts generated by the system were not consistently acknowledged. A dexcom g7 sensor was in use; however, no evidence was identified to suggest device malfunction or inaccurate insulin delivery. The reported event was based on secondhand information from the user¿s caregiver, and the user declined follow-up, limiting the ability to obtain additional clinical or device-specific details. Due to the lack of returned product and limited information, a definitive root cause could not be established. Based on the available information, the device performance did not indicate a failure or malfunction contributing to the event.